Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the rad/gain calibrations on the imaging system were past due. Following calibrations, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a procedure, the image acquisitions were grainier than intended. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: patient information and device manufacture date have been updated to reflect the correct information.